Event description:
It was reported that after an unknown procedure using dyonics rf-s whirlwind 90 degrees probe with integrated cable, it was discovered that the patient had sustained burns near the surgical site. The surgeon alleges that the burns resulted from the outflow tube of the probe leaking. There were no further details provided regarding the severity of the burn or the treatment provided, however, no further patient complications have been reported.